Manufacturer narrative:
H.4. Device manufacture date: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes clot and fibrin issues occur. The following information was provided by the initial reporter: the problem is a delay in clotting and the presence of fibrin.

Manufacturer narrative:
H.6. Investigation summary: bd received 23 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for fibrin and poor clot formation with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to fibrin and poor clot formation as all samples met specifications. 100 retained samples were visually inspected, and no additive abnormalities that could result to poor clot formation or fibrin were found. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin and poor clot formation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields were updated with additional information: d10. Device available for eval- yes . D10. Returned to manufacturer on: 20-dec-2023. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes h3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is a delay in clotting in the presence of fibrin. 7 tubes are affected. No patient impact reported. The following information was provided by the initial reporter: the problem is a delay in clotting and the presence of fibrin.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is a delay in clotting in the presence of fibrin. 7 tubes are affected. No patient impact reported. The following information was provided by the initial reporter: the problem is a delay in clotting and the presence of fibrin.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is a delay in clotting in the presence of fibrin. 7 tubes are affected. No patient impact reported. The following information was provided by the initial reporter: the problem is a delay in clotting and the presence of fibrin.